Event description:
It was reported that during a procedure of the moderately tortuous and calcified, 95% stenosed, mid circumflex artery lesion, after predilatation with a 2.0 x 15 mm mini trek the xience stent delivery system (sds) was advanced with resistance, but could not be fully positioned in the lesion. During withdrawal of the sds with some resistance, the stent dislodged not in the target lesion. An attempt to thread the stent balloon within the stent was unsuccessful. The sds was removed separately from the anatomy over the guide wire leaving the guide catheter in place. The guide wire was removed and threaded to the side of the stent while a 2.0 x 23 mm vision sds was used to crush the dislodged stent against the vessel wall. A 2.25 x 15 mm non-abbott balloon was used for post dilatation without reported issue. There was no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.